Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 323 mg/dl, which was addressed with a correction bolus. Reportedly, the customer wanted to deliver a bolus of 9 units but received the maximum bolus alert saying that the customer exceeded maximum bolus and delivered 8 units of insulin. The customer called tandem technical support for assistance with changing the maximum bolus settings. Tandem technical support provided information on the location of the maximum bolus settings on the pump and informed contact to consult with health care provider (hcp). Customer understood and was satisfied with the information provided.